Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip failed to release from the catheter inside the patient. The clip did not deploy properly. The clip was able to reopened and removed from the tissue. It was then removed from the patient. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Although the patient¿s exact age is unknown the patient has been reported to be over 18 years of age. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.